Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. Per additional follow up from the customer, the device was cleaned, disinfected, and sterilized the product before it sent in for repair. According to the customer, it is not known when the foreign material adhered to the nozzle. The nozzle was cleaned with lint-free cloths/brushes/sponges. The event can be detected/prevented in accordance with the following instructions for use: operation manual chapter 3 "preparation and inspection". Reprocessing manual chapter 3 ¿cleaning, disinfection, and sterilization procedures¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis lusera colonovideoscope, air/water leak. The issue occurred during an unknown event. The procedure was unknown. There are no reports of patient or user harm associated with this event. The device was returned to olympus and the evaluation found that there was a foreign body at the tip. This report is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following: due to wear of zoom lever, water tightness is lost; distal end cover has foreign objects; due to wear of angle wire, bending angle in upwards direction does not meet the standard value;; due to wear of angle wire, the play of upwards/downwards knob is out of the standard value; adhesive on bending section cover or distal sheath rubber has a chip; adhesive on bending section cover or distal sheath rubber has white-clouded area; due to clogging of nozzle, water removal ability does not meet the standard value; control unit has discoloration; switch#1 has a scratch; switch#3 has a scratch; adhesive around objective lens is peeled; light guide lens has a crack; distal end cover has a dent; connecting tube has a scratch; due to a pinhole on channel tube, water tightness is lost; distal end cover has a dent; light guide lens has a crack; objective lens has a scratch; protector of universal cord on scope connector side has a scratch; indication on scope connector is peeled; universal cord has a scratch; control unit has discoloration; due to clogging of nozzle, water removal ability does not meet the standard value; due to wear of angle wire, the play of upwards/downwards knob is out of the standard value; and control unit has discoloration. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.